Manufacturer narrative:
Unit received with flashing white display due to corroded home switch motor and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 8 mmol/l. The customer reported that there was a long crack on the insulin pump on the battery side. The customer also reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.